Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A33 alarm during basic occlusion test due to protruded/loose drive support disk. Insulin pump received with minor scratched display window, cracked case display window corner, broken reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed during priming process. The blood glucose reading was 93 mg/dl. The customed stated that the device had not been dropped nor bumped prior to the alarm. The drive support cap was observed to be sticking out. Advised discontinuation of the insulin pump. Nothing further reported.